Manufacturer narrative:
A ge service rep performed an on site investigation. The mother board and video board were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the connect stat 3000 system would not boot up and the monitor was dark. No pt injury was reported.